Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that tubing detached at quick release point while the patient was being hoisted into bed from the wheelchair. The site was at the left abdomen and the pump was on the same side of the body. The infusion was being used for 2 days. Reportedly, the infusions were stored in a cupboard. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.